Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The patient is noted to have a history of bruxism and clenching. The reported product was located on tooth # 18 and used for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and was removed. The reported complaint could not be verified with the information provided, and without return of the product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: changed. Item not received.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Post office or zip code unknown / not provided. Additional PMA/510(k) number k011245 / k002188.

Event description:
It was reported that the implant fractured and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for evaluation attached to an unknown restoration. Review of the returned device showed that the implant is fractured at the threads laterally into two pieces. Patient is noted to have a history of bruxism and clenching. The reported product was located on tooth # 18 and used for approximately 7 years. It was not possible to recreate the reported event due to the nature of the dental device and event (fracture). No pictures or x-ray images of the product was provided by the customer. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and was removed. The reported complaint was confirmed following evaluation of the returned device. A definitive root cause for this complaint could not be determined. The following sections have been updated: device available for evaluation change ¿no' to 'yes'; follow up type; device evaluated by manufacturer: change ¿no' to 'yes'; evaluation codes; additional narrative.

Event description:
No further event information is available at the time of this report.